Manufacturer narrative:
The complaint states there is a crack in the orange handle of the attune balanced femoral sizer. Examination of the device confirmed the stylus grip had cracked. It should be noted that the material of the stylus has now been changed from radel to avaspire via (B)(4). Avaspire is a glass filled material which is less susceptible to residual stress and resists propagation of cracks ((B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
There is a crack in the orange handle of the attune balanced femoral sizer.